Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited shock impedance measurements of greater than 3,000 ohms. This ICD remains in service. No adverse patient effects were reported.